Event description:
During surgery conmed pencil started smoking (smelled like electrical burning). Pencil was disconnected and removed from room. No harm to pt.

Manufacturer narrative:
Numerous attempts were made to contact the initial reporter with no success. Product information is limited to what was provided on the medwatch report (mw1041405).